Event description:
It was reported that during a hepatectomy procedure, the tissue pad was damaged and partially detached in about 5 mins. Error 5 was displayed. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.